Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited atrial noise. The noise was not reproducible. The atrial sensitivity was decreased and the patient would be monitored.